Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent micro-endoscopic lumbar discectomy. Intra-op, when turning the orientation ring, it was found that there was positional shift of the image. The axis of the scope seemed to have misaligned. The operation was continued; and was completed without any problems.